Manufacturer narrative:
Result of investigation: failure analysis examined the gas delivery engine(gde) . The uut and an o2 sensor were installed into a known good test ventilator and the reported issue could not be duplicated after power on. The root cause of this unit failure was associated with a known transducer that is being addressed by field corrective action.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.(B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed continuous extended high ppeak , circuit occlusion and safety valve open. The customer reported there was no patient involvement associated with this event.